Event description:
Initial implantation 1999. Pt had repeat surgery to remove a broken screw from pt's lot. Initial surgery was left proximal inter-phalangeal arthroplasty second toe and left first metatarso-phalangeal fusion arthrodesis. History osteroarthritis and hammertoe).